Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported a kinked PICC. Catheter was inserted in the right brachial vein with a total catheter length of 37cm and 0cm left external to the patient. The catheter had been tpa'd 3 times during the 6-day dwell period. Kink was located in the axillary region. Information on intervention taken is currently unknown.